Manufacturer narrative:
Name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient received an ¿insulin flow blocked¿ alarm on (B)(6) 2026, which led to hyperglycemia. The patient¿s blood glucose level was reported as 360 mg/dl. The event was managed with insulin administered via pump.